Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 05 jun 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has an aortic valve angle measured as 49 degrees. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using an 18mm, non-abbott ballon. During the procedure, an incomplete stent opening (iso) was observed. The valve was recaptured for more than two times; at 80 percent, the valve was placed at a depth of 6mm on the non-coronary cusp (ncc) and 3mm on the left-coronary cusp (lcc). At full release, the valve popped up towards the aorta. Post-implant, moderate central regurgitation was noted; calcium interference was noted affecting the expansion. The valve was repositioned by pulling up using a snare and a 23mm, non-abbott valve was implanted; mild central regurgitation was noted. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The implanter believes the cause of migration was due to the under-sizing during pre-bav and the device axis at the time of final release. The patient was in a stable condition.